Manufacturer narrative:
The insulin pump had no button response and alarmed button error due to corroded keypad traces on the esc, act and down arrow buttons. Unable to perform functional testing due to the keypad anomaly. The insulin pump had a cracked reservoir tube lip and belt clip slot.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Spoke with the customer, and she stated that she had a blood glucose of 400 mg/dl. She stated she experienced nausea, excessive thirst, frequent urination and irritability. The customer was also vomiting blood. The customer stated that the insulin pump gave a button error alarm five hours prior to the event, and was unable to clear the alarm. The customer had to stop using the insulin pump. The insulin pump was replaced due to the alarm. Nothing further was reported.